Event description:
A customer reported a cartridge change error with their pump. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer with inspecting and cleaning the pump, but the customer was unable to successfully load a new cartridge. Customer reverted to an alternate method of insulin delivery.